Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 00784301626 item name femoral stem beadedfullcoat 12/14 neck taper std. Body ext. Offset size 1616 mm distal dia. 160 mmlength lot # unk; item number 00625006515 item name bone scr 6.5x15 self-tap lot # unk. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the liner. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02416.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty. Subsequently, the patient was revised 13 years post implantation for instability. Attempts have been made and additional information on the reported event is unavailable at this time.